Event description:
Boston scientific received information that after this pacemaker was implanted without issue. Before the right ventricular (rv) lead and right atrial (ra) lead were connected, testing on the pacing system analyzer (psa) revealed pacing impedance measurements at 260 ohms and 241 ohms, while the patient was still in the hospital following the procedure, the device exhibited undersensing. A revision was performed and it was noted that the setscrews on the device were unable to be disengaged normally. It was also found that pacing impedance measurements on the rv and ra leads were above 2500 ohms in unipolar mode but in normal range in bipolar mode. The physician decided to explant this device and replace it with a competitor¿s model. No additional adverse patient effects were reported. The explanted device will be returned for laboratory analysis. The rv and ra leads are successfully implanted with the new device and no other anomalies were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were fully intact. The right atrial ring, right atrial tip and right ventricular tip setscrews were all in the down position and could be visualized in the atrial and ventricular lead barrels in the header. The right ventricular ring setscrew was in the up position. Each setscrew was tested and each one moved freely and operated normally. In addition, each lead barrel was inspected and no obstructions were found. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis was unable to identify any device characteristics that would have caused or contributed to the reported clinical observations.